Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the lead poking through the skin was that during an argument between the patient and their wife, the wife threw a pencil at the patient which stabbed them behind their ear piercing the skin directly on the joint connecting the extension and the lead. It was noted the hcp thought the wife actually stabbed the patient with the pencil rather than throwing it, but the patient and wife denied any actual stabbing. Due to the issue surgery took place where the hcp determined the lead wasn¿t poking through at all but appeared to be visible through the skin due to a puncture wound and possible infection. As a result, debridement surgery took place with no changes to the deep brain stimulation (dbs) system with device being on and providing therapy for the patient (and therefore none of the system would be returned). The hcp sutured the incision and the patient remained in the hospital for observation of possible infection. No further complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v015431, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: v015431, ubd: 25-aug-2009, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for essential tremor and movement disorders. It was reported that the physician informed the rep that the patient is complaining that one of the leads is "poking through" his scalp. The patient is scheduled for exploratory surgery on 1-15-2019. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Unknown if any diagnostics/troubleshooting was performed. The issue is not resolved at the time of this report. No further complications were reported or anticipated with this event.